Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call low battery alert on the insulin pump. Customer's blood glucose level was 173 mg/dl. Troubleshooting for low battery was performed. Customer advised the battery lasts less than a day and this is the second time calling about this issue. Customer advised the replacement battery cap did not resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The operating currents are within specifications and no unexpected low battery alarms noted. However, the insulin pump was received with cracked case at the display window corners and minor scratched lcd window.